Manufacturer narrative:
Isi has received the universal surgeon manipulator (usm) for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A review of the system logs was performed. Per the review, the following was confirmed: system serial - (B)(4), event date - (B)(6) 2022, surgeon name - (B)(6) and procedure name - sleeve gastrectomy. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer aborted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a recoverable fault on universal surgeon manipulator (usm). The customer power cycled the system twice with no change. A technical service engineer (tse) viewed live logs and noted several errors on (B)(4). Tse had caller hard power cycle the psc three times but no change. The system was giving the site the option to disable arm 1. The site aborted the second case to (B)(4). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided.

Manufacturer narrative:
Additional information found in: g3, g6, h2, and h3. Analysis information can be found in: h6 and h10. The universal surgeon manipulator has been returned and evaluated by the failure analysis team. The unit returned for failure analysis and the reported failure (recoverable fault) confirmed and replicated. The unit was tested on an in house system and failed normal mode as it triggered multiple errors. The unit was placed on a testing platform and it failed yaw sensors check and sine cycle. The root cause was found to be a component failure.

Event description:
Refer to h10/h11 for follow-up information.